Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. An olympus technician completed a full evaluation of the subject device and confirmed hair was present. No other defects were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of foreign material mixed into the packaging could not be confirmed. A review of pre-sterilization inspection and sterilization records were found to pass without any rejected quantities. It is likely the foreign material may have been introduced to the device shortly after opening the packaging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, when the product was opened, it was confirmed that hair was mixed in it. Another product was opened to use in the procedure. The issue occurred during preparation for use for an ess (endoscopic sinus surgery). There was no patient harm or injury reported due to the event. No user injury reported.